Manufacturer narrative:
Low battery alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Insulin pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.